Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4267878. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: (once the IV was placed, safety button did not retract the needle. Safety did engage after repetitive attempts to engage.) I also have 1 of ea of the below in other sizes with similar issues of the safety not engaging. Additional info: the dates reported to me for all incidences was (B)(6) 2025. No adverse or serious events. I don¿t have the total number of occurrences.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.